Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 490 mg/dl. The customer stated that the infusion set came out while he was sleeping. The customer was treated with insulin. The customer was advised to call back about the pump's issues.